Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. Following pre-dilatation with a 2.0 x 15mm balloon at 12-14 atmospheres, a 2.25x24mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, there was difficulty advancing the device and upon withdrawal, the stent strut was already broken. The device was replaced with another 2.25 x 16mm promus element¿ plus drug-eluting stent and the procedure was completed with good result. No patient complications were reported and patient was stable.